Event description:
A cusa excel 23 khz hand piece that was involved in a problem with the cooling water alarm (specifics were not provided). The incident occurred at the beginning of a liver resection when connecting the hand piece. The event led to an increase of surgery time by 20 minutes. Another device was available to finish the surgery. The pt was not injured as a result of this event.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.